Event description:
Boston scientific crm received information that eight days post implant the right ventricular (rv) lead dislodged. During the revision procedure, the physician made several unsuccessful attempts to reposition the lead and eventually the helix would not extend or retract. The rv lead was explanted and a new one was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with the helix extended. The helix was found to be physically within specification. Analysis confirmed the allegation that the helix was unable to retract, which was thought to be due to dried blood and tissue noted in the helix housing.

Manufacturer narrative:
This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.